Event description:
It was reported that during implant of a vascular access graft in the superficial femoral artery, the nylon threading of the graft pulled apart. Subsequently, the graft was removed from the patient and another graft was implanted without further incident. No report of injury to the patient.

Manufacturer narrative:
The manufacturer is attempting to acquire the graft for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.